Event description:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiffs acetabulum and patient had debilitating pain, grinding, and clicking for several months, suffered inhibition of her ability to walk, suffered severe metallosis contamination of body tissues and underwent painful hip revision surgeries as a result of implantation with the asr system.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.